Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat probe broke off outside of the patients body during a therapeutic thyroid tumor removal surgery. The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
Corrected fields: h6 component code changed to g04102 probe. Updated fields: d8, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The probe broke off at approximately 19 mm from its distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. The component failure was due to a stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.